Event description:
This report is being filed to update the evaluation conclusion code.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. The interrogation difficulty was not confirmed as the device was able to be successfully interrogated during laboratory analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with two different programmers and after using two different wands. The device appropriately emit beeping tones with magnet placement. Two 60/60 device resets were performed. The local field representative noted that following the reset, the device did not emit a warble tone as expected at the end of the reset process. The device was able to be successfully interrogated following the resets. The patient will continue to be monitored through the remote home monitoring system. No adverse patient effects were reported. This product remains in service. Additional information was received that the device was later explanted and replaced for reported normal battery depletion. The product has been received for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with two different programmers and after using two different wands. The device appropriately emit beeping tones with magnet placement. Two 60/60 device resets were performed. The local field representative noted that following the reset, the device did not emit a warble tone as expected at the end of the reset process. The device was able to be successfully interrogated following the resets. The patient will continue to be monitored through the remote home monitoring system. No adverse patient effects were reported. This product remains in service.